Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that during use in a case on (B)(6) 2024, the 35mm tap, ar-9621-35t, broke and the fragment had to be retrieved from the patient. No further details, additional information has been requested. Additional information provided 2/8: dos is 1/25/2024. Case being performed was a rtsa, a 2-3 min delay incurred to retrieve the broken piece. After the piece was retrieved the case proceeded as normal.

Manufacturer narrative:
Complaint allegation is confirmed per customer photo that shows the tip of the 35mm tap broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufactured date 2018.